Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. The event was investigated, including a medical adjudication by a person who is qualified to make a medical judgment, that reasonably conclude that the device did not cause or contribute to a death or serious injury, nevertheless, and in accordance with the enhanced process, the company has re-evaluated this event and is submitting this MDR in an abundance of caution to ensure full compliance with 21 c.f.r. Part 803. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
It was reported to bioprotect ltd. That a bioprotect balloon implantation procedure was performed. The procedure was done under local anesthesia and completed as expected. Following the procedure, the patient presented to the emergency room with urinary retention. Foley catheter was placed and removed approximately 7 days later, with symptom resolution. There was no significant delay in the patient's radiation treatments.